Event description:
The reporter stated the surgeon inserted a micl 13.7mm implantable collamer lens in the patient's right eye. The wrong lens length was inserted. After the lens was in the eye, the surgeon was not happy how it looked, so he decided to replace it with a 13.2 -06.0 lens. Lens was removed with no widen incision and no sutures. No patient injury. The reporter stated there is no product allegation, the surgeon was not sure of lens size.

Manufacturer narrative:
(B)(4).